Event description:
It was reported during a laparoscopic cholecystectomy the surgeon had severe air leakage with the 1seal reducer cap. It is not known if the 1seal tore or not. The case was completed with the 1seal he started the case with. There was no pt consequence.